Event description:
A customer's mother reported (customer is a child) she believed customer's meter was not working properly. She further reported he came home from school at 11:40 am on (B)(6) 2011 and she checked his glucose using his adc blood glucose meter and received a reading of 235 mg/dl. She administered an unknown amount of insulin to him based upon the reading and then put him down for a nap. Caller then noted customer woke up at 1:00 pm having a seizure and then subsequently lost consciousness. Paramedics were called, administered glucose via injection and transported him to a local healthcare facility. Customer was diagnosed with hypoglycemia, but did not receive any treatment. Customer self-treated with "prescription glucose" and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001f096) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.